Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, or variation. The image failure occurred due to the malfunction of the cable. The shipping record of the subject device, does not indicate any problem in the device. It likely that the cable damage was caused by user operation. The instructions for use includes the following statements that can prevent the issue from happening: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
Event date for this event is (B)(6) 2021. Upon inspection and testing, it was noted that the image cuts in and out. This is attributed to the faulty cable unit. In addition, the charge couple device has a dead pixel (red dot) visible in image. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
During a standard service inspection of a returned asset, the device was observed to have the image cut in and out caused by the faulty cable unit. There is no patient involvement and no reported harm to any patient.